Manufacturer narrative:
The device was returned for analysis. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the prostyle device was difficult to remove as the foot was in the open position. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device via a 6fr sheath, after a coronary intervention procedure. Reportedly, after suture deployment, the foot of the prostyle device would not retract. Several attempts were done in an attempt to retract the foot without success. The handle of the prostyle device was opened so the foot could be retracted. The device was removed without incident and the sutures of the prostyle device achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.